Manufacturer narrative:
Calibration data was acceptable. A review of alarm trace data showed photometer absorbance errors. Aspiration errors were also observed, which indicate possible poor sample quality. The field service engineer found a clogged valve. The valve was cleaned and then subsequently replaced. Reaction cells were replaced. Instrument checks and precision studies were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The alk. Phos. Reagent lot number was 907504, the alt reagent lot number was 880782, the calcium reagent lot number was 894309, the glucose reagent lot number was 882312, and the total protein reagent lot number was 883217. The reagent expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas c 503 analytical unit. Results for the following assays were affected: altp gen.2, alkaline phosphatase acc. To ifcc gen.2, calcium gen.2, glucose hk gen.3, and total protein gen.2. Patient sample 2 also had discrepant sodium electrode results on a cobas pro ise analytical unit. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related the sodium electrode. No questionable results were reported outside of the laboratory. The customer decided to repeat the samples due to data flags received for other tests results from the samples. Please see attachment for all patient data. The repeat 2 results were measured on a second analyzer. The repeat values were deemed correct.